Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syte extension set had separation issues external ref # 39971 es14 material no: unknown batch no: unknown it was reported that clinician and/or any patients have encountered leakage issues when using the bd q-style extension set. Verbatim: clinician experienced: -performs below expectations -liquid leaks: there is a possibility that the system may leak liquid at the connection points, which can compromise the integrity of the system and cause difficulties in the administration of medicines. -unintentional disconnections: it may happen that the connections between the extension system and the medical devices are accidentally disconnected, which may interrupt the correct administration of medicines and require a new connection please see attached excel sheet for additional information.

Event description:
It was reported that the unspecified bd q-syte¿ luer access split septum (stand-alone device) the customer experienced leakage. It was reported that clinician and/or any patients have encountered leakage issues when using the bd q-style extension set. Verbatim: clinician experienced: -performs below expectations -liquid leaks: there is a possibility that the system may leak liquid at the connection points, which can compromise the integrity of the system and cause difficulties in the administration of medicines. -unintentional disconnections: it may happen that the connections between the extension system and the medical devices are accidentally disconnected, which may interrupt the correct administration of medicines and require a new connection please see attached excel sheet for additional information.

Manufacturer narrative:
MDR submission not needed. Event is a cascading event and has been captured in an MDR that was already submitted.